Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: canada.

Event description:
It was reported that during surgery, the handle of the unit was stuck. Now off and screws and spring loose. It was confirmed that the surgeon was able to use the device for the case but the nursing staff was unable to remove the handle at the end of the case. There is no patient impact or delay reported. Due diligence is in progress and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b3, b4, b5, d2, g1, g3, g6, h1, h2 and h11 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11 review of the most recent repair record determined that the ratchet and bottom roll were damaged. The ratchet, ratchet gear, and bottom roll were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this malfunction.